Event description:
It was reported that the monopolar curved scissors (mcs) had a thread broken. There was no reported injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.